Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the keypad output anomalies. Keypad malfunctions were obvious during the product evaluation. The following keys were inoperable: #5-#9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with mdl drug searching opportunities). The keypad has been replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
The customer reported that the spectrum pump had a number 6 key that was not working. No patient injury was reported. No further information was available.